Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mesh failure, hernia recurrence, adhesions, pain, infection, inflammation, scarring, nerve damage, mental pain, suffering, disability, impairment, and loss of enjoyment of life. Post-operative patient treatment included additional surgery, mesh removal, and hernia repair with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a2, a3a, a4, a5b, b5, b6, b7, d6b, h6 (patient codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional ventral hernia. It was reported that after the implant, the patient experienced mesh failure, hernia recurrence, adhesions, pain, infection, inflammation, scarring, nerve damage, mental pain, suffering, disability, impairment, loss of enjoyment of life, foreign body giant cell reaction, staph infection, abdominal pain, incision not healing, purulent drainage. Post-operative patient treatment included additional surgery, mesh removal, hernia repair with mesh, lap enterolysis, myo-fascial component release, antibiotics, pain medication.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a incisional ventral hernia. It was reported that after the implant, the patient experienced obstruction, bleeding, wound dehiscence, myalgia, mesh failure, hernia recurrence, adhesions, pain, infection, inflammation, scarring, nerve damage, mental pain, suffering, disability, impairment, loss of enjoyment of life, foreign body giant cell reaction, staph infection, abdominal pain, incision not healing, & purulent drainage. Post-operative patient treatment included additional surgery, mesh removal, hernia repair with mesh, lap enterolysis, myo-fascial component release, antibiotics, & pain medication.